Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm due to not being able to push insulin through infusion tube during priming. Customer's blood glucose was 400 mg/dl. Customer reported that issue occurred excessively. Customer declined troubleshooting and reported that issue was resolved by a complete set change. Customer did not have supplies to return.